Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level ranging between 301-396 mg/dl. Suspected cause was the pump not delivering insulin. Reportedly, the customer was using the infusion set for 6-7 days. Tandem technical support recommended customer to change infusion set every 24-48 hours. Customer acknowledged.